Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxc 600i synchron access clinical system for three (3) patient samples. Initial accu tni results were 1.26 ng/ml, 4.64 ng/ml, and 22.64 ng/ml for patients respectively. The original samples were re-tested on a different instrument in the customer's lab and accu tni results were: 0.02 ng/ml, 0.05 ng/ml, and 0.06 ng/ml for other patients respectively. It is unclear if the erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A system check performed in 2008 failed. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered air in the wash pump, a kinked cable and defective wash pump. The fse replaced the wash pump and mixer motor. The fse corrected back pressure in the waste line. The fse performed accu tni blanks, low level precision qc, and precision run with patient samples; all results were within specifications. The fse verified the instrument repair per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.